Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported norepinephrine inadvertently increased on the pump from 0.1 mcg/kg/hr to .8 mcg/kg/hr instead of decreasing it from 0.1mcg/kg/hr to 0.08 mcg/kg/hr. There was patient involvement however no patient harm. No event logs will be provided by the customer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g code and manufacturer narrative. Investigation summary: the report of inaccurate delivery was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed as the devices and their associated logs were not returned for investigation. Log review could not be performed as the devices and their associated logs were not returned for investigation, despite multiple attempts to obtain them. However, the facility provided a dataset summary (B)(6) containing drug configuration information. The incorrectly programmed dose of 0.8 mcg/kg/hr (0.0133 mcg/kg/min) fell within the system¿s hard limits (0.01mcg/kg/min - 2mcg/kg/min), which explains why the pump did not alarm. The dataset summary does not contain keystroke programming and was not validated for log analysis purposes. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report programming errors was not identified. Inspection and laboratory testing of the devices could not be performed as they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported norepinephrine inadvertently increased on the pump from 0.1 mcg/kg/hr to .8 mcg/kg/hr instead of decreasing it from 0.1mcg/kg/hr to 0.08 mcg/kg/hr. There was patient involvement however no patient harm. No event logs will be provided by the customer.